Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" ; although specific value was not provided. Cause was not known. Customer addressed the elevated bg by manual insulin injection. The customer reverted to an alternate method of insulin therapy.